Event description:
Patient reported right side rupture. Healthcare professional reported large amount homogeneous hypoechoic nature exist out of membrane inside capsule, and irregular margin and shrink membrane. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device on the device with the following assessments, 2 surgical damage and 1 inconclusive. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. Healthcare professional reported large amount homogeneous hypoechoic nature exist out of membrane inside capsule, and irregular margin and shrink membrane. Device has been explanted.